Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the tdd history shows the pump was running on default year of 2007 from (B)(6) 2016 until (B)(6) 2007. The tdd shows out of order dates from (B)(6) 2007 to (B)(6) 2007; no bb data available for these dates. The black box shows a por on (B)(6) 2007 02:14. When pump was powered back on the time/date was set to (B)(6) 2017 00:04 and deliveries resumed. The last basal delivery was on (B)(6) 2017 the pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The pump was tested for time/date reset; the pump failed the test indicating a bt1 component defect. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. The display screen has a pinkish contrast.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient blood glucose over the past 2-3 weeks was as between 40-60 mg/dl when waking up. It was reported that patient decreased their overnight basal rate in response. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the pump could not be ruled out as a cause or contributing factor to the reported health event.